Manufacturer narrative:
The insulin pump was received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip and cracked lcd glass.

Event description:
It was reported that the insulin pump was dropped on the bathroom tile floor and had cracked screen. Troubleshooting was done. Customer's blood glucose was unknown. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.